Manufacturer narrative:
The device was returned, and the evaluation found the foreign material. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The legal manufacturer could not confirm reprocessing was conducted in accordance with the instructions for use (IFU). A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope found a foreign material in the nozzle and the water drainage function is impaired. There were no reports of patient harm or involvement.